Event description:
The pt received his scs system consisting of an ipg and paddle lead on (B) (6) 2009. It was reported that about 3 months later, the charging system would no longer locate the ipg. Add'l attempts at communication were made with another charger and antenna with no success. An x-ray was taken which confirmed the system was still properly connected and that ipg had not flipped. The physician explanted and replaced the ipg on (B) (6) 2009. F/u on the pt found that he is doing well with no further issues reported.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.